Manufacturer narrative:
A ge service rep performed an onsite investigation. The system power supplies and connections were inspected. At this time, no conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.

Event description:
The customer reported that the system froze and locked up. No pt serious injury or death was reported related to this event.